Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in the hospital for unknown reasons, the device was interrogated. Upon interrogation, episodes of non-sustained rv oversensing were observed. Review of the episodes revealed post-paced t-wave oversensing. Programming changes were recommended, but were not made at this time. There were no adverse events associated with the oversensing and the patient will continue to be monitored.